Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout.based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb.in addition, our technician confirmed that the ccd signal wire fluid damage, the segment fluid damage, the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the ethylene oxide gas valve (eog) broken, the angle wire corroded, the segment corroded, the control body corroded, the connecting receptacle corroded, the mechanical base plate corroded, the shield pipe cut, the ccd drive pcb malfunction, the ethylene oxide gas valve (eog) loose, the distal body worn out, the up pulley wire worn out, the left pulley wire worn out, the operation channel (primary) resistance, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).